Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator to manage urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulator does not seem to be doing anything. The patient reported that he is "peeing in diapers as much as ever" and that "he some times stands up and moves around a little and he cuts loose". No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that perhaps the patient overdid themselves physically and that was what led to their device not doing anything for them. An adjustment in implant settings was done and the issue was not resolved. Patient noted that as of (B)(6) 2017 their conditions seemed to be improving. New program and setting was on (B)(6) 2017. No further complications were reported.